Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion due to adult degenerative scoliosis. Intra-op, the drives broke. No patient complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual hardness microscopic the tip of the driver is stripped. The damaged appears to have occurred while the driver was being turned in the clockwise direction. The material hardness of the shaft was check and meets print spec. These observations are consistent with material failure from torsional overload. If information is provided in the future, a supplemental report will be issued.